Event description:
Bone marrow biopsy (left side only) and bone marrow aspirates (left and right) were obtained. Bone of the right posterior iliac crest was noted to be quite dense, and the distal end became detached inside the pt, most likely lodged within the bone during attempted extraction of core sample. The medical technologist in attendance heard what may be characterized as a "snap" just prior to being informed by dr. (B)(6) that the distal portion of the sampling needle was not successfully withdrawn from the pt's bone along with the proximal portion of the sampling needle, which was removed. It appeared that the distal 1.5 inch portion of the jamshidi sampling needle was retained inside the pt's bone, since no metallic portion of needle could be palpated within the soft tissue of the biopsy site using a separate metallic probe. The procedure was aborted.